Event description:
During a routine shift check by a clinician, the device displayed "batt hi-voltage, defib disabled and pacer disabled" while attempting to perform 30 joule self test. Complainant indicated that there was no pt involvement in the reported malfunction.